Manufacturer narrative:
The patient¿s meter was returned for investigation. Upon investigation of the returned meter, a defective clock generator or oscillator in the controller was detected, which causes the complained error.

Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
The initial reporter experienced an issue with the display of the coaguchek xs meter that could affect the interpretation of results. When the customer turned on the meter, there was a line across the middle of the display. The customer performed a display check and there was a single line across the screen. The customer removed and reinserted the batteries but the issue continued. There appeared to be missing segments in the results field.